Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample in copan utm-rt that tests negative on the simplexa covid-19 direct assay, but tested positive on the competitor assays from cepheid 4-plex test and biofire rp2. The customer stated the positive sample was tested first on the cepheid assay (positive ~20 CT) on (B)(6) 2021 and previously had gone through one freeze-thaw (-70 c storage) prior to testing on the simplexa assay and the biofire rp2 assay. The customer has not returned any issue kits for investigation nor have they provided any patient samples for testing. Data from the competitor assays (cepheid and biofire) were not provided. The sensitivity claims and gene targets of the competitor assays is not known. Customer did not provide run files from the false negative event on (B)(6) 2021. Batch record review showed the critical component, reaction mix mol4151 lot# 8144n, met all qc release criteria prior to kit release. Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.3 (s-gene) and 28.5 (orf1ab) and the internal control avg CT = 31.9. Retains of mol4151 lot# 8144n were tested previously for a different issue (internal control failure) using positive controls and no template controls (ntc). No false negatives occurred with the positive control. No malfunctions were detected. The device lot expired on 03/31/2021. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample in copan utm-rt that tests negative on the simplexa covid-19 direct assay, but tested positive on the competitor assays from cepheid 4-plex test and biofire rp2. The customer stated the positive sample was tested first on the cepheid assay (positive ~20 CT) on (B)(6) 2021 and previously had gone through one freeze-thaw (-70 c storage) prior to testing on the simplexa assay and the biofire rp2 assay. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor assays and no alleged harm occurred. Other than the patient sample ID#, other patient information and sample collection method was not provided.